Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system simultaneously exhibited a high out of range shock impedance measurement on the right ventricular (rv) lead, while the non-boston scientific left ventricular (lv) lead exhibited high capture thresholds. Technical services (ts) was consulted and identified no evidence of noise. It was noted that subsequent measurements returned to baseline. Ts recommended an evaluation with isometric maneuvers. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.